Event description:
Pt self-tester alleged imprecision with the inratio2 meter. Results as follows: dates: (B)(6) 2012, 1st inratio: 2.5 inr, 2nd inratio: ---; (B)(6) 2012, 2.7 inr, ---; (B)(6) 2012, 3.9, 4.4 (few minutes later). Coumadin was decreased by 1 mg. Pt's therapeutic range is 2.0-2.5. Pt was recently hospitalized for a gi bleed (this occurred prior to obtaining an inratio2 and testing at home). Pt was released on (B)(6) 2012.

Manufacturer narrative:
Investigation pending.